Event description:
Migration of the 4.5x22mm stent, no distal tip delivery wire (enc452200/10113636) during and after (until 2 weeks after) the procedure from posterior cerebral artery into the basilar artery. Cfr supra. The doctor left the stent in place after the movement of the stent.

Manufacturer narrative:
The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that during the stent assisted coiling of an unruptured 2mm wide neck basilar tip aneurysm the enterprise stent (enc452200/10113636) migrated proximally. The stent did not cover the neck after migration. No additional intervention was required due to the migration. It was reported that the aneurysm was coiled at index procedure and no additional intervention was required due to the migration. It was further indicated that the migration was not related to any device interaction with the stent. The proximal vessel diameter was 2.5mm and the distal vessel diameter was 1.5mm which is less than the recommended vessel diameter of 2.0-4.0 as outlined in the instructions for use (IFU). After deployment the stent extended 5mm beyond the proximal and distal aneurysm neck with full expansion and good wall apposition. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10113636. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The stent remains implanted. Stent migration is a known potential adverse event associated with the use of the enterprise vrd as outlined in the instructions for use (IFU). With review of the available information it is noted that the device was implanted in a vessel with a diameter less than the recommended size of 2.0-4.0mm. Vessel size and taper are factors that may have contributed to the event. A large differential in diameter between the proximal and distal segments of the parent vessel as outlined in the IFU is a factor that may increase the risk of stent migration. Although no definitive conclusion can be made, the stent migration may have been impacted by clinical factors. With review of the device history records and reported information, there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Updated with received film review. It was reported that during the stent assisted coiling of an unruptured 2mm wide neck basilar tip aneurysm the enterprise stent (enc452200/10113636) migrated proximally. The stent did not cover the neck after migration. No additional intervention was required due to the migration. It was reported that the aneurysm was coiled at index procedure and no additional intervention was required due to the migration. It was further indicated that the migration was not related to any device interaction with the stent. The proximal vessel diameter was 2.5mm and the distal vessel diameter was 1.5mm which is less than the recommended vessel diameter of 2.0-4.0 as outlined in the instructions for use (IFU). After deployment the stent extended 5mm beyond the proximal and distal aneurysm neck with full expansion and good wall apposition. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10113636. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Received images were subsequently reviewed by an independent interventional neuroradiologist. It was reported that the images were calibrated for measurements. Such measurements were taken using digital jacket software, and the images representing such measurements were saved as tif files in the appropriately labeled directory structure on the memory card that was provided. The case was reviewed with the following questions in mind: 1. Was the anatomy appropriate for device deployment, meeting label requirements? 2. Was the device placed appropriately, with appropriate distal and proximal parent vessel coverage? 3. Was there any manipulation done beyond standard practices? Removing vrd delivery catheter and wire or placing a microcatheter into the aneurysm crossing the vrd struts are considered standard practice. 4. Can the unexpected movement of the vrd by confirmed? 5. How much of the distal parent vessel coverage remained after migration? This case is a basilar tip aneurysm. The aneurysm maximum diameter is 2.61 mm; maximum dome height is 2.88 mm. The neck is wide, but in this case it seems the same wide in every 2d view provided to me. There are no 3d images in the file. The aneurysm is small and the majority the reviewer reported that most physicians would probably not consider treatment of this aneurysm. The parent vessel diameter distally is 1.53 mm, well below the manufacturer¿s recommendation. Proximally it is 2.88 mm. Device placement was appropriate, with a 6.92 mm distal parent artery coverage. The distal markers opened up appropriately within the left pca. Pre-deployment alignment was done at 10:53 on run #12. The device is half-deployed at 10:57 on run #13. Run #14 at 10:59 still shows the device as half-deployed, but interestingly the distal markers seem like moved caudal a bit, no more than a millimeter or so. Runs #15 and #16 are roadmap images with subtraction. By this time (11:09 and 11:10, respectively) the device delivery catheter has been removed from the system. The reviewer reports inability to see the markers on #15 at all. The proximal markers are seen only on #16 ap view. Therefore, the reviewer reports inability to comment on potential device movement. Run #18 clearly shows that there is proximal movement of the device, several millimeters but there is still sufficient aneurysm neck coverage. The device moved further proximally on run #19 and even more on run #20. On that one the distal stent markers became in line with the distal aneurysm neck. During these runs the aneurysm was being coiled. On run #22 the coils are removed completely from the aneurysm. The distal stent markers are in the same position as on #20. The removal of the coils is unknown. #21 was not included among the images. The removal of coils did not have any effect on the stent position. On #23 the coils are being re-introduced. Their position is different than before. There is a protrusion towards the right pca origin. On #25 however the coils were re-positioned and the protrusion to the right pca is minimal. On #26 which is the last run showing the basilar tip area in an ap view with contrast, the stent distal marker moved another millimeter caudal and one of the markers also changed position. The coverage of the aneurysm neck at this point is marginal. As a summary of this case it is reported that although manipulation occurred in this aneurysm via a microcatheter with re-positioning the coils, the manipulation did not exceed normal use. The stent moved gradually, run by run, ending up in a position where no good neck protection is provided by the struts. The reviewer further summarizes that the enterprise vrd device was placed appropriately regarding the technique and the distal marker position. The device was however placed in a very small vessel, 1.53mm in this case. Initial parent vessel coverage proximally and distally was good in all five cases. There was no manipulation with any of the devices that would exceed usual practice by a trained expert. The unexpected movement of the vrd was confirmed. The fact that the device was a ¿no distal tip¿ had no effect on the results. The device was placed accurately, deployment was not an issue. The devices started to move after deployment when just the standard device interaction occurred. The reviewer reports the mechanism of watermelon seeding as the primary cause of device migration. Device manipulation by the operator was not an important factor. The stent remains implanted. Stent migration is a known potential adverse event associated with the use of the enterprise vrd as outlined in the instructions for use (IFU). With review of the available information it is noted that the device was implanted in a vessel with a diameter less than the recommended size of 2.0-4.0mm. Vessel size and taper are factors that may have contributed to the event. A large differential in diameter between the proximal and distal segments of the parent vessel as outlined in the IFU is a factor that may increase the risk of stent migration. Although no definitive conclusion can be made, the stent migration may have been impacted by clinical factors. With review of the device history records and reported information, there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.